Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Concomitant product: 3361-40 ICD implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the atrial lead had far field r-wave oversensing. It was also noted that there were some atrial paces that had no capture. The patient is also known to twiddle with the device. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.